Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested phenomenon was presumed as follows: endo therapy accessory the user used (needle holder) was not compatible with the subject device. The user suctioned the suture needle by mistake while withdrawing it. The needle, which the user used, was unfitting to the channel diameter of the subject device. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use (IFU). The IFU of the subject device specifies as below: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and found a dent on the distal end plastic cover. The control body was inspected and found dents at the suction cylinder. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, foreign material was observed exiting the channel. A suture needle was observed to be stuck sideways in the scope channel. It is unknown if the intended procedure was completed. There was no patient infection or harm reported.